Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, bunched and stretched over the proximal markerband. No damage was noted on the distal side of the stent. The crimped stent outer diameter (od) on the undamaged distal side was measured and within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several outer extrusion and inner lumen kinks along the length of the shaft. The midshaft and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29-dec-2016. It was reported that crossing difficulties were encountered. A 2.25 x 38 synergy ii stent was advanced; however, the device was not able to cross the target lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.